Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited oversensing due to noise. Further information was requested, but not yet available.

Event description:
New information notes that the right ventricle lead was capped and replaced on (B)(6)2022. Patient was stable.